Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a new system implant procedure. During procedure, the right ventricular lead was reportedly breaking post-fixation and not capturing. The lead was explanted and replaced. The patient was stable.